Manufacturer narrative:
Correction to report source to add the foreign country france. This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the light guide lens glue was discolored, the charged coupled device cover lens glue was discolored, the distal end cap cover was cracked, the bending section rubber glue was white/clouded, the coil pipe plate was deformed, there was knob play and less angulation, and the biopsy channel was exchanged as preventive maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. The following was result of the culture test performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: 1cfu. Bacterial identification: coagulase negative staphylococcus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus sent the subject device to a third party for testing where it was found to conform to french regulation. Additionally, the customer provided cleaning disinfection and sanitization (cds) practices: precleaning includes: aspiration of water through the instrument/suction channel, flushing channels, air/water and auxillary channel testing. The detergent used in precleaning is aniosyme x3. Manual cleaning uses aniosyme x3 detergent and brushing involves the instrument/suction chanel, the suction cylinder, and the instrument channel port. The brushes used are asept inmed. Manual disinfection is performed with anioxyde 1000. The reprocessor used is a soluscope, with soluscope cln detergent and soluscope paa disinfectant. The endoscopes are stored in a drying cabinet (eset warsenburg dzy 3000) and vertically hung. Maintenance is performed by olympus. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a routine test on the device (in accordance with french regulation), a positive culture was discovered when sampled from all channels. Suction channel: >100 cfus pseudomonas aeruginosa. Auxiliary channel: 10 cfus pseudomonas aeruginosa. Operating channel: 35 cfus pseudomonas aeruginosa. Insufflation channel: 8 cfus pseudomonas aeruginosa. The test was performed before use, so there was no patient harm or injury reported.